Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013. Device is not available for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. Correction: the correct catalog number is 93329; not 92127 as previously reported. Per patient's clinic, the patient has permanently discontinued use of the device. The patient will not be reimplanted with a new device. This report is filed (B)(4) 2013.